Event description:
It was reported the pt was having coupling or communication issues with the rechargeable stimulator. The device was not taking a charge and no coupling bars were filling in on the recharger. The pt reportedly had lost 51 pounds since april. The ins may be flipped. Additional info has been requested from the hcp but was not available on the date of this report.